Manufacturer narrative:
The full lead was returned for analysis. Analysis was performed and no anomalies were found. All electrical testing was within specified parameters. Blood ingress was not observed. Damage was not observed on the distal end.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead exhibited unstable thresholds and high impedance during placement. During slitting of the catheter the lead dislodged. The lead was full of blood so the physician wanted to flush the lead. It was observed during flushing that saline was leaking through the distal third pole of the lead, indicating an apparent fracture. The patient's blood pressure dropped and the patient's condition became unstable during the procedure. The lead was removed and the procedure was stopped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.